Event description:
It was reported that the insulin pump had physical damage and customer had issue priming. Customer was using lithium battery advised the battery to use. Assisted the customer to do prime and it worked. Customer stated there was a crack on the top corner of the insulin pump. Customer does not want to replace the insulin pump. Customer's blood glucose was 17.5 mmol/l. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube, cracked reservoir window and cracked case near display window corners noted during visual inspection. Unable to prime during prime/compromised force sensor system alarm test due to moisture damage noted in fsr. (B)(4).